Event description:
The customer was running beckman coulter latron control (qc) and noticed a leak around the needle area of the beckman coulter lh500 instrument. The operator was wearing lab coat and gloves when this event occurred. There was no exposure of the liquid to mucous membranes or open wounds the msds did not need to be reviewed. There is a risk management / exposure control plan in place. Patient results were not affected. There was no affect to patient treatment. No death or injury was reported. The field service engineer observed diluent dripping off bsv (blood sampling valve) tubing resulting from torn tubing leaking on the back side of feed thru fitting (ff)28. He replaced tubing and instrument operation was verified. Ff 28 is located on the rear side of the bsv module. Root cause is attributed to torn tubing passing through ff28. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Manufacturer narrative:
(B)(4).